Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to injured iliac artery.

Event description:
On (B)(6) 2015, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis using a gore® dryseal sheath with hydrophilic coating (B)(4) to treat a thoracic aortic aneurysm. During the procedure, right external iliac artery was injured on withdrawing the sheath after tag implant. The diameter of iliac artery was around 7.0mm. The sheath outer diameter was 8.3mm. The physician has known the vessel situation, but he tried to use the sheath for tag implant. It followed that right external iliac artery was injured. Bare metal stent and synthetic vascular prosthesis were used for repairing. The patient tolerated the procedure. No further information was obtained.